Event description:
It was reported that customer experienced occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Then changed infusion set and cartridge, resumed insulin delivery. Tandem technical support educated customer to change cartridge every 48 hours with reported insulin as customer stated to using pump supplies too long.